Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: what was the patient¿s diagnosis and indications for the surgical procedure? What ethicon stapler device was used? Why does the surgeon allege a deficiency against the buttressing material caused or contributed to the bleeding? Can you clarify what is meant by ¿pressure reducing pipe¿? Did the patient require any additional medical or surgical intervention? What is the current patient status? The device was psee60a. The sales rep commented that the formation of the staples looked fine. The surgeon commented that the slr was stiff. Leakage was not a major leak. The patient¿s condition is stable. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported by the sales rep that during a laparoscopic sleeve gastrectomy for obesity, the device with a black cartridge was fired at the 1st firing. The device with a gold cartridge was fired from 2nd to 5th firing. Lastly the device with a black cartridge was fired twice on the lower greater curvature of stomach, but then oozing was observed. Addition suture was performed with a vicryl to reinforce the tissue. The slr was used for all the firings. The procedure was completed with no problem. On april 5th, CT was taken, and it was found that another oozing was confirmed where the device was fired at 4th and 5th firing. It did not reach to the tumor but leakage was seen like a bubble in CT. The amount of bleeding is unknown. No transfusion was performed. Crp was high. The surgeon commented that there is a possibility that this oozing occurred from the 1st oozing. A pressure reducing pipe was placed in the stomach and the patient abstained from food.

Manufacturer narrative:
(B)(4). Date sent: 5/17/2022. Additional information requested and the following was received: did the patient require any additional medical or surgical intervention? No.